Manufacturer narrative:
(B)(4). Concomitant products: guide catheter: ebu 4.0, guideliner: finecross fielder xt-a. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a 100% stenosed lesion in the chronically totally occluded (cto) right coronary artery (rca). After using several non-abbott guide wires, the decision was made to use a hi-torque progress guide wire. During the procedure, although no resistance was met, the tip of the hi-torque progress guide wire separated. The proximal portion of the guide wire was successfully withdrawn; however, the distal tip of the guide wire remains in the patient. A hi-torque pilot guide wire failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A non-abbott guide wire also failed to cross the lesion. The decision was made to stop the procedure at that time because no guide wires were able to cross the cto vessel. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.